Event description:
The initial reporter received a questionable calcium result from one patient sample tested on the cobas 8000 c702 module. The initial result was 1.75 mmol/l. The repeat result was 2.39 mmol/l. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative (fsr) identified a fluidic leak as the root cause, specifically a loose and leaking connection where the sodium hydroxide (naoh) bulk solution enters the valve. To remediate the issue, the fsr replaced the fluidic pathways for both bulk solutions. The fsr confirmed that all items on the planned maintenance verification (pmv) checklist have been accounted for. The instrument was handed back to the customer after all precision checks and quality control (qc) parameters were confirmed as acceptable; the system is now operating within specifications. The investigation determined that the event was consistent with an instrument-related (the connection from the naoh bulk solution to the valve was loose and leaking). The investigation determined that the service actions resolved the issue.